Event description:
It was reported that the lead exhibited oversensing and noise. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace measurement log data shows varying impedance for max v.pace = 504 to 1000 ohms range between (B)(6) 2011 and (B)(6) 2012.